Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2022 and (B)(6) 2022 ventricular non-capture noted on current egm. Noted ventricular pacing and intermittently non-capturing/ failure to capture. Appears lv tip to rv coil impedance has increased by approximately 250 ohms 10418 ohms. Appears rv defib impedance has decreased from approximately 100 ohms to 61 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).